Event description:
It was reported that a user of the ilet insulin pump experienced hyperglycemia following a supply change while using a 23-inch, 6 mm cannula infusion set, and required assistance due to difficulty unlocking and pressing pump buttons; insulin delivery was resumed after support and troubleshooting, and the agent notified the clinical support team about the supply change difficulties. Symptoms included elevated blood glucose up to 358 mg/dl for approximately 2 hours without loss of consciousness or other acute complications. Outcomes included no hospitalization, no professional medical intervention, no use of backup therapy, and no ketone testing. Investigation included technical troubleshooting and user education. Investigation of this case revealed no device alarms, no confirmed device malfunction, and an unclear cause of the hyperglycemia associated with the supply change process. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.